Manufacturer narrative:
Clinical conclusion: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event of pulmonary edema which warranted hospitalization. The etiology of the patient¿s event(s) pulmonary edema is unknown. Therefore, based on the information available, causality cannot be determined. The liberty select cycler was returned for product evaluation/investigation, and found to be performing within manufacture specification. Additionally, there is no documentation or indication the liberty select cycler caused or contributed to a serious adverse patient event. Plant investigation: the reported symptom no allegation of product deficiency refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. An external visual inspection showed no signs of physical damage. A fifteen minute self-test/treatment simulated treatment was performed and completed without any failures or problems. There were no discrepancies found during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
Peritoneal dialysis patient¿s point of contact (poc) reported this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for lung complications on (B)(6) 2018. Additional follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient was hospitalized for pulmonary edema on (B)(6) 2018. Reportedly the event has resolved; however it is unknown what, if any, treatment was rendered. Additional information was solicited.